Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger of the device was sticking, posing the risk that the device could continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Corrosion was found in the trigger assembly.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the trigger of the device was sticking, posing the risk that the device could continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.